Manufacturer narrative:
The t:flex cartridge user guide states ¿make sure that insulin is at room temperature before filling the cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. No impact to the customer's blood glucose level. Reportedly, the customer uses cold insulin to fill cartridges. Customer loaded a new cartridge and declined follow up call from tandem technical support.